Event description:
It was reported that the patient's implantable cardiac monitor (icm) had unspecified oversensing. No intervention was performed. The patient had no adverse consequences.

Manufacturer narrative:
The reported complaint of false af detection was confirmed. Based on the information provided, false af detection was triggered because amplitude variations of p-waves exceeds the acceptance criteria set in the algorithm. The device was performing per design.